Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. Additionally, the touch screen was dim. Customer's blood glucose was 150 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.